Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately seven (7) years ago. Subsequently, the patient has developed pain and blood work shows elevated chromium and cobalt levels.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03557. Concomitant medical products: item#: 00430204618, offset modular humeral head 18 mm head height 46 mm spherical head diameter; lot#: 62816975. Item#: 00432604600, trabecular metal glenoid component 46 mm articular surface use with white instruments & white humeral head; lot#: 62854867. (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.